Event description:
It was reported that there was leaking in an ivt disposable oxygen barrier bag. The location of the leaking is unknown. The solution associated with this event is unknown. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed that the intravenous lead was inserted incorrectly into the blue administration port. The lead tip snapped and had pierced the side of the port. A squeeze test revealed a leak through the port. A submerged functional test verified the position of the leak. The cause of the condition was determined to be the user's technique while inserting the intravenous lead. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.